Manufacturer narrative:
Based on the provided data, radiometer investigations showed that the analyzer, sensor or solution pack had not malfunctioned during this incident. However, as the sample is not provided for radiometer investigations, it is difficult to establish the precise measurement error. Several things from the provided data, point towards the patient sample being hemolyzed and probably related to poor mixing of the sample. Hence, the root cause is most likely due to pre-analytical error.

Event description:
According to the complaint, on (B)(6) 2024 samples were measured on the abl90 flex analyzer (serial number: (B)(6) and the following results on the potassium (k) parameter was obtained. 1) measured on (B)(6) 2024 , 10:38 : 6.8mmol/l (comparison result). 2) measured on (B)(6) 2024 , 10:34 : 9.3mmol/l . 3) measured on ((B)(6) 2024 , 10:42 : 4.8mmol/l . 4) measured on (B)(6) 2024 , 10:51 : 6.3mmol/l (comparison result). 5) measured on (B)(6) 2024 , 10:38 : 6.4mmol/l (comparison result). Based on these measurements, the customer had reported the 9.3mmol/l and 4.8mmol/l as false high and false low respectively.